Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Data downloaded from the device indicates the device ran for 2051 pulses, administered multiple boluses, and maintained a steady basal rate. Nothing was found that would indicate a needle mechanism failure occurred during the run. No blood noted on the device. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. The formed needle and soft cannula were inspected under magnification. No issues were observed.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 430 mg/dl while wearing the pod between 36 and 48 hours on the hips/buttocks. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod and gave correction bolus of 5 to 7 units.